Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, as the surgeon implanted a cc4204a implantable collamer lens, diopter +24.0 into the patient's left (os) eye, he noticed the lens was torn. The lens was implanted. The lens was exchanged with the staar back-up lens intraoperatively, with no patient event or injury. The surgeon does not know during which part of the process the lens tore. This occurred on (B)(6) 2017.